Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded center bend stent was used in the bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, the black portion of the catheter broke off and became stuck inside the stent. The stent was successfully placed, and the black inner catheter was retrieved. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). The initial reporter's address is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded center bend stent was used in the bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on may 20, 2024. During the procedure, when the stent was deployed, the black portion of the catheter broke off and became stuck inside the stent. The stent was successfully placed, and the black inner catheter was retrieved. The procedure was completed with this device. There were no patient complications reported as a result of this event. Additional information received on june 10, 2024. The anatomy location was duodenum, and the black inner catheter was retrieved using snare.

Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). The initial reporter's address is (B)(6). Block h2: block b5 was updated with additional information received on june 10, 2024. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.